Event description:
Per the independent repair center, the customer alleged, problem is the alarm will not function. The key failure is the power switch has no alarm.

Manufacturer narrative:
This unit was evaluated and repaired by an independent repair center.(B)(4) - should additional information become available, a supplemental record will be filed.